Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the stopper is popping off. I need the product insert or the instructions for use for the substitute item bd 367985. We are having issues with the top popping off and we need to know how long to spin them.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the stopper is popping off. I need the product insert or the instructions for use for the substitute item bd 367985. We are having issues with the top popping off and we need to know how long to spin them.